Event description:
It was reported that a ventilator shut down, during patient use. There is no report that the patient was transferred to another ventilator. There was no harm to the patient. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the reported issue. The device then passed all testing and operated within the manufacturing specifications.